Event description:
It was reported that a user experienced hyperglycemia while using the ilet after announcing breakfast and then changing infusion supplies, with a highest reported blood glucose of 224 mg/dl and a ¿set expired¿ alert noted; the user was within the first week of ilet use, reconnected after the supply change, and resumed delivery. Symptoms included none. Outcomes included no medical intervention beyond routine troubleshooting and education, including an infusion set change. Investigation included user coaching on infusion set replacement and confirmation of resumed insulin delivery. Investigation of this case revealed no device malfunction and suggested that early adaptive learning and the timing of a meal announcement relative to a set change were contributing factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.